Manufacturer narrative:
Medical device expiration date: na. Investigation summary: five samples were received. They came in a ziplock plastic bag, each sample came in a 1¿x 2 1/8¿ plastic container. Visual inspection was performed first with a 10x magnifier lens, on samples 1,2,3, and 4 very small like fiber was observed adhered to the needle. After that all were visually inspected using a microscope 30x. In all samples was possible to observe a very small like fiber adhered to the needle. The rest of the needle surface looks clean. The samples were sent to a laboratory with the request to perform a ftir. Due to the size of the fiber it was not possible to perform the ftir. One photo was provided. It looks it was taken with a 100x magnification or similar magnification; it was requested to the customer what magnification they used for inspection. A photo with 20x magnification was provided. Our visual inspections are performed at naked eye. The fiber could have got adhered to the needle in a non-controlled environment. Our inspections are performed at naked eye; none of the fibers are visible under that condition. The root cause cannot be confirmed. The source of the foreign matter is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the samples and photos provided. This is the 1st complaint for lot # 8227982 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined. The source of the foreign matter is unknown. Rationale: CAPA not required at this time.

Event description:
It was reported that foreign matter was found on the bd¿ syringe with bd luer-lok¿ tip needle before use. This complaint was created to capture the 2nd of 5 related incidents. The following information was provided by the initial reporter: "while processing several cannula orders, our production team identified foreign material (fm) on the 25 ga, 27 ga, and 30 ga cannulas."